Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their test strip vials were missing from their box of onetouch verio test strips. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient discovered the alleged issue at 10am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of novolog insulin after discovering the alleged issue. The patient reported that they were experiencing a symptom of blurry vision at the time the alleged issue occurred. The patient did not report any further treatment. The cca verified that the closure seal was intact prior to opening. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient was likely hyperglycemic prior to the start of the alleged issue. The patient did not take inappropriate action in response to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.